Manufacturer narrative:
Siemens customer service engineers (cse's) replaced the external waste pump on the advia 2400 instrument and the pump is performing as intended. The waste pump is a spare part and should only be replaced by a service engineer. This spare part is needed only if the drain is above the drain tube from the advia 2400 instrument. Siemens further investigated the issue. The waste pump has a protective cover that is intended to protect operators and service personnel from electrical danger and should not be removed. Siemens determined that the operator received an electric shock because the operator inappropriately removed the waste pump's protective cover and touched the pump motor and electrics. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer indicated that an operator replaced an external waste pump on an advia 2400 instrument and plugged the pump into a wall electrical socket. When the pump did not perform as intended, the operator removed the cover protecting the pump motor and electrics to troubleshoot the issue. The operator touched the pump motor and electrics and received an electric shock. The operator went to an accident & emergency (a&e) facility and the operator's heart rate was checked using an electrocardiography (ECG) machine. There are no reports of health consequences for the operator and the operator did not require medical treatment. Statements and actions attributed to the customer and operator are derived from information submitted to the siemens complaint handling system and haven't been verified.